Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient underwent removal of a transvenous implantable cardioverter defibrillator (ICD) system due to infection. During admission the electrogram (egm) showed atrial fibrillation (af). This new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in which a defibrillation threshold (dft) test was performed. After pressing the button to induce the ventricular fibrillation (vf) arrhythmia the time to therapy was 14 seconds. There was no self-pulse after shock which transitioned to post-shock pacing. Then, no self-pulse after 30 seconds of post-shock pacing. Oxygen saturation remained low as this patient experienced cardiac arrest. This patient was moved out of the catheterization lab where temporary pacing was performed using a pacing catheter, but arterial pressure did not rise. Adrenaline administration temporarily raised blood pressure however it remained unstable and fluctuated. Intubation and coronary angiography were performed. Based on the physician's judgment, impella was deployed, followed by ECMO. A 10 lead electrophysiology (ep) catheter was placed in the coronary sinus for atrial pacing. This s-ICD system was left in place and this patient was transferred to the cardiac care unit for monitoring. No additional adverse patient effects were reported.